Event description:
According to correspondence received from the physician, bioglue surgical adhesive was used in 2002 following an on-table myelogram, which left a defect that leaked cerebral spinal fluid. The physician reported to use an undetermined volume of bioglue surgical adhesive to seal the defect. Post-operatively. The patient immediately developed tetraplegia. Upon opening the wound site, the surgeon reported to identify a hematoma. According to the surgeon's correspondence. "The bio-glue contracts but had formed quite a firm mess. It may be that the bio-glue has not had any compressive effect. I am concerned about the bio-glue forming a space occupying lesion." The surgeon reported that removal of both the bioglue capsule and hematoma relieved the compression, and the patient recovered uneventfully.